Manufacturer narrative:
(B)(4). The valve was returned for evaluation at codman (B)(4). The investigation of the returned valve did not confirm the problem reported by the customer. The lot number was cnmcdv, product code 82-8804. Upon completion of the investigation it was noted that the no root cause could be determined as no problem was found with the valve. The problem was likely due to an excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. It would probably explain the problem encountered by the customer. Based on the investigation this complaint is considered closed. Trends will be monitored for this and similar events.

Event description:
The customer reported "I have a malfunctioning certas valve. Surgeon ended up using strata valve. It is on my desk". Further information indicated "certas valve malfunctioned and did not work as expected". (B)(4) additional information explained that priming was being conducted during an intra operative procedure and it was noted that the device was occluded. Surgeon used a competitor product. No delay in surgery and no adverse consequences to the patient. (B)(4).